Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that mega suturecut needle driver instrument had broken cables. No further information was available regarding reported event.